Event description:
It was reported to philips that a paddles error was displayed. We are considering this to be a serious injury because it is not known if the patient procedure was life-threatening nor if the treatment was interrupted. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Additional information: there was no patient involvement, therefore, there was no serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that a paddles error was displayed. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement.